Manufacturer narrative:
The customer complaint on when the battery was giving low run time was not confirmed during the functional testing and archive review. Battery was successfully charged and passed the functional testing from a good known autopulse for 26 minutes with compression without errors. Battery is working fine as intended for use. The root cause of the problem could be determined. Archive review showed no errors in the whole archive. Battery was last charged successfully on (B)(6) 2016 and was last inserted into the autopulse the same date. Battery was received with no physical damage noted upon receipt.

Manufacturer narrative:
Zoll has not received the li-ion battery (s/n:(B)(4)) for evaluation. A supplemental report will be filed when investigation has been completed. Not returned to manufacturer.

Event description:
It was reported that the autopulse li-ion battery (s/n: (B)(4)) was giving low run time . The battery was fully charged but only performed approximately 15-20 minutes. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.